Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the light guide fiber bundle (lcb) fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the objective lens unit fluid damage, the u/d knob broken, the insertion flexible tube (ift) buckled, the control body corroded, the lg cable connector corroded, the operation channel leak, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).